Event description:
The manufacturer received information alleging a ventilator lost power and the patient expired. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.